Event description:
Device 2 of 2. Reference MFR report number 1627487-2012-12858. It was reported the pt had stimulation coverage, but did not receive effective pain relief. The pt had the system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.